Manufacturer narrative:
Event eval: still under investigation.

Event description:
On (B)(6) 2012, a female pt underwent aaa repair on (B)(6) 2012, with right approach. There was no resistance encountered during insertion of the device (inner diameter: 8 mm). The pt¿s anatomical form was not suitable for the procedure; proximal neck length was 5mm, proximal neck diameter was 28 mm. The reason for off-label use was that the physician, who was a supervisory doctor, prioritized less-invasive procedure. The stent graft was altered by the physician (a supervisory doctor) with an electrosurgical knife to make a fenestrated stent graft; 3 holes in total were made at the first proximal stent for left and right renal arteries and sma. During the procedure, two holes in the stent graft for the left and right renal arteries did not meet the desired position, then the stent graft covered left and right renal arteries. Not only angiography did not show these renal arteries, but also an attempt of cannulation failed. Although entrance of sma could not be confirmed, the physician judged that patency of the sma was preserved since distal site of sma was confirmed by angiography. Bypass between the splenic artery and the left and right renal arteries was performed. Since urinary output recovered due to the bypass, the physician decided to take a wait-and see approach in the hospital ward. On (B)(6) 2012, the pt died due to superior mesenteric artery obstruction. Although the physician thought that patency of the sma was preserved on (B)(6) 2012, it was revealed that the angiography was retrograde and it had only showed the place where there was a blood flow between distal site of sma and celiac artery. Also, it was found that the entrance of sma had been actually covered. (B)(6) 2012, add¿l info updated. (B)(6) 2012: since the pt¿s condition was stable, bicarbonate administration, antibiotics, vasopressor and mannitol were used as osmotic diuretic. No special procedure was conducted. (B)(6) 2012: the pt¿s blood pressure fell and there was no response to hypertensive drug shown. The pt died. On (B)(6) 2012, the pt died due to superior mesenteric artery obstruction.